Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported being unfamiliar with removing the air from the cartridge. As the customer did not have any insulin available, the customer was unable to load a new cartridge onto the pump. The customer will continue using manual injections until additional insulin was obtained. There was no reported impact to the customer's blood glucose level.